Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Review of the device history record showed that the named devices were accepted with conformance to the device requirements.

Event description:
Original surgery (B)(6) 2014. Patient presented with leg pain approximately 2-3 weeks post-op and was placed on a weight bearing protocol. Surgeon stated the patient purportedly stumbled and the fracture occurred. Revision performed on (B)(6) 2014.